Manufacturer narrative:
Evaluation: product was not provided for investigation. Based on our experience; the screw was probably loosened by the staff in the cssd to clean the instrument. Therefore the connection between screw and instrument was destroyed, so that the screw is able to loosen. It is not designated to loosen the screw for cleaning. The instrument has to be checked before every use, see IFU (ta010668).

Event description:
Country of complaint: (B)(6). During a surgery, the screw fell out of the punch. By x-ray it could be found outside of the pt, on the surgery covering. Additional information suggest that the hospital nor outside repair service have any information regarding what happened to the screw. It's unclear when and where the screw fell out the instrument. Maybe it was already lost when the surgery started.